Manufacturer narrative:
Investigation: visual inspection: no abnormalities detected. Permeability test: a permeability test has shown that both valves are permeable. During the test, bloody fluid was flushed from the shunt system. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See adjustment test). Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustability test was already carried out after the revision at the hospital. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. Based on our investigation, we confirm that the valve shows an increased flow of liquid and adjustment difficulties at the time of our investigation. The detected deposits could be named as the cause of the accelerated outflow and the no-adjustability. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx413t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6,5 years. Height: 117 cm. Weight: 21 kg. Gender: female.